Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device failed the defib test of the operational check and displayed a shock equipment malfunction message. There was no patient involvement.